Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump data showed incorrect carbohydrate values had been entered into the pump. Cause may have been due to use error. Contact declined to use the feature lock on the pump to prevent inadvertent values being entered into the pump. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.